Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the device was not returned. A photo-investigation was performed on the provided x-ray images showing the implants in the femur. From the images, the tfna femoral nail appeared to be in the desired position and no defect could be observed; hence this complaint can't be confirm. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection were not completed. Document/specification review: relevant documents were reviewed. No design issues or discrepancies were identified conclusion: the complaint condition was not confirmed during photo investigation as no defect was observed related to the tfna nail. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Comments h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 30-mar-2020, expiration date: 01-mar-2030, part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile, lot number: 49p0526 (sterile) , lot quantity:(B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed. The reported complaint condition of ¿failed procedure because of cut-through¿ does not indicate breakage of the nail or any of its components. Therefore, a DHR review of the components would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description. It was reported that on an unknown postoperative date in 2021, the patient experienced a failed trochanteric fixation nail-advanced (tfna) procedure because of cut through (central head perforation) of tfna implant. Patient outcome is reported as hip tep. Infection. This report is for one (1) 10mm/130 deg ti cann tfna 235mm/left - sterile.

Manufacturer narrative:
Event occurred on an unknown date in 2021. 510k: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021, the patient experienced injury from migration of one (1) unknown tfna helical blade, one (1) unknown distal locking screw, and one (1) unknown tfna nail. There is no further information available. This report is for one (1) unk - nails: tfna. This is report 3 of 3 for (B)(4).